Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the infusion set had leaked due to the connector separating from the infusion tubing. No adverse event was reported. The infusion set was requested to be returned for product evaluation.